Manufacturer narrative:
Stryker further evaluated the customer's device and found that the user interrupted the software update. The customer received a replacement device and this device was archived by stryker. The cause of the reported issue was determined to be user error.

Event description:
The customer contacted stryker to report that their device keeps resetting after powering the device on. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device keeps resetting after powering the device on. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.